Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the magic torque guide wire was inserted into a non-bsc 6x7cm introducer. The reported fracture occurred in the middle third of the wire. The wire was removed with the introducer remaining in place.

Event description:
It was reported that wire break occurred. As the magic torque guide wire was inserted into a unknown introducer the wire stuck and did not pass through the introducer. The physician attempted to remove the wire and the wire fractured. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).